Event description:
Related manufacturer reference number: 2017865-2022-22451. It was reported the patient presented for an implant procedure. During implant, it was observed the right ventricular leadless pacemaker had high capture threshold. Upon attempt to find a new implant location, the device and delivery catheter had cause a perforation and moderate effusion. Pericardiocentesis was performed to remove fluid in the pericardial sac. The device was safely removed and the implant attempt was abandoned. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.